Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 289 mg/dl. The customer was pregnant at the time of the event. It was reported that insulin squirted out during the manual prime. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.